Manufacturer narrative:
This patient information is unknown. Date of postoperative bolt migration is unknown. Unknown if the revision surgery was performed on (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 a patient underwent an open reduction internal fixation (orif) with femoral neck system (fns) to treat right femur fractures. Postoperatively on (B)(6) 2018, the cut out of the neck bolt was observed at the femoral head. The patient is currently in the hospital. Revision surgery (bipolar hip arthroplasty) was schedule for (B)(6) 2018. Per surgeon full weight was applied immediately after the surgery. The patient had difficulty in controlling weight bearing due to dementia. Thus, there is a possibility that excessive weight was applied to the affected site. Surgeon also commented that if the neck bolt had been slightly longer, cut out would not have occurred. Concomitant devices reported: femoral neck system plate 1 hole - sterile (part # 04.168.000s, lot # l694722, quantity 1), antirotation screw for femoral neck sys 95mm length - sterile (part # 04.168.495s, lot# l561891, quantity 1). This report is for one (1) bolt for femoral neck system 95mm length-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.168.295s; lot: l470821; manufacturing site: grenchen; release to warehouse date: june 27, 2017; expiry date: june 01, 2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.